Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Investigation conclusion: no sample, no lot. Root cause description: no sample, no lot.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had foreign matter. The following was reported, "it was found black fiber on the tip of needle before use. Md registration (B)(4).